Manufacturer narrative:
14-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head fell out into mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush heads fell out of the oral-b toothbrush into their mouth. No injury was reported. 11-aug-2023 case update: the suspect product lot was 80343184 30118335ro. No injury was reported.

Event description:
Head fell out into mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush heads fell out of the oral-b toothbrush into their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.